Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) was 50 mg/dl. Reportedly, the customer suspected the cause of the low bg was due to either over-correcting boluses or the pump settings requiring adjustment. Customer consumed carbohydrates to treat low bg.